Event description:
The following info was reported: mynxgrip failed to deploy. A second mynx device was used and it also failed to deploy. Hemostasis was achieved with angioseal. The pt was hospitalized for reasons unrelated to the mynx device/ mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00945 for the second device.